Event description:
It was reported in an article reviewed by MFR that the vns pt had to have their wound resutured. Attempts to obtain add'l info are underway.

Manufacturer narrative:
Dardis, r., selway, r., koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anaesthesia:2." Anaesthesia; 2001; 56:1023-1216.